Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device for over 24 hours. The patient reports their blood glucose level had rose to over 250 mg/dl and ketones were present. The patient reports being prescribed antibiotics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.